Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26721. The patient is implanted with two leads from the same lot. It was reported the patient was experiencing overstimulation or not being able to feel the stimulation at all. Lead diagnostics determined the two leads show multiple low impedances. The patient is experiencing uncomfortable stimulation in the abdomen, ribs and legs when the stimulation is turned on. Follow up information identified x-rays were taken and no anomalies were present. Reprogramming was performed and multiple low impedances were present. The patient will follow up with the physician for further care.